Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for low blood glucose (bg) of 34mg/dl with confusion, difficulty walking, vomiting, and cognitive impairment. The patient was reportedly treated with oral carbohydrates, glucose tablets/gel, and intravenous glucose. The patient reportedly discontinued insulin pump therapy. The reporter noted that the patient¿s healthcare provider had made basal rate adjustments. During troubleshooting, it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an alleged basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: the pump history revealed the pump was manually suspended and then manually resumed multiple separate occasions between (B)(6) 2017. On investigation, the pump was exercised for 24 hours with a 2.0 unit-per-hour basal rate; results indicated the basal history correctly showed 2.0 units and the total daily doses appropriately showed 48.0 units. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation; investigation did not duplicate the complaint. (B)(4).